Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for four 3.5mm unknown locking screws /unknown lot number. (B)(4). Implant date: on an unknown date in (B)(6) 2012. Explant date: not explanted, unknown quantity of screws and those from previous surgeries were broken and left embedded in the patient's bone. Device is not expected to be returned for manufacturer review/investigation. (B)(4): the plate was removed due to non-union no malfunction of the device was reported. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient suffered a distal third humerus fracture on an unknown date in 2008. To treat the fracture, the patient was implanted with an 8-hole right extra articular distal humerus plate and an unknown quantity of unknown screws. On (B)(6) 2009, via x-ray, it was identified that the plate had failed and broke at the center. The patient was returned to the operating room on an unknown date in 2009 and revised to a 9-hole 3.5 locking compression plate (lcp), an acumed lateral distal humerus plate and an unknown quantity of unknown screws. Postoperatively, it was identified that the patient presented with a non-union of the fracture and was returned to the operating room on an unknown date in (B)(6) 2010 and revised to an unknown 12-hole 4.5 broad lcp plate and an unknown quantity of unknown screws. It was later identified that the patient still maintained a non-union of the fracture and was returned again to the opeating room and was revised to a 6-hole right extra articular distal humerus plate, an unknown acumed medial distal humerus plate, and an unknown quantity of unknown screws. On an unknown date in (B)(6) 2012, it was identified that the patient presented with a non-union of the fracture and was revised using a 6-hole right extra articular distal humerus plate, an unknown acumed medial distal humerus plate, and an unknown quantity of unknown screws. On (B)(6) 2017, the patient was again returned to the operating room after it was identified that there was a non-union of the fracture and a 6-hole right extra articular distal humerus plate, four (4) 3.5 locking screws, and four (4) 3.5 cortex screws were removed; however, an unknown quantity of those screws and those from previous surgeries were broken and left embedded in the patient's bone. The patient was implanted with dbx at the fracture site. The procedure was completed successfully the patient was reported to be in good condition. This complaint involves nine (9) devices: 6-hole right extra articular distal humerus plate, four 3.5mm locking screws, and four 3.5mm cortex screws with three part datas. This report is 2 of 3 for (B)(4).